Event description:
It was reported that a 355sd was used during a laparoscopic cholectomy. It was reported by the affiliate that the trocar sleeve broke and did not fall into the pt. A new trocar was used to complete the case. There was no consequence to the pt. 08/12/1998 additional info from the affiliate. The tip of sleeve was broken.